Event description:
It was reported that a user on the ilet experienced hyperglycemia with a blood glucose of 331 mg/dl after changing an infusion set earlier in the day and announcing dinner, with glucose remaining above 180 mg/dl for approximately three hours; the agent assisted with applying a new infusion set, after which insulin delivery resumed and glucose began trending down from 281 mg/dl, with no device alerts or alarms noted and the relevant component identified as the infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, consistent with improper or incorrect procedure or method related to infusion set use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial